Event description:
The pt was treated with two smart stent in the super study. Six months post procedure, the pt began experiencing worsening intermittent claudication that has been ongoing. The pt is due for a duplex ultrasound. Approximately 7 months post procedure, a sever stent occlusion occurred. That pt has been referred to angio. Two smart stents (6x100mm) were implanted in the left proximal and mid superficial femoral artier (sfa). The lesion was pre-dilated with a cordis opta pro balloon (3 x 80 mm). No dissection was reported after pre-dilation. Post dilation was done with cordis opta pro balloon (5x80mm). The maximum pressure used was 10 atm. A dissection occurred after stent placement and post-dilation distal to the lesion and was left untreated. The vessel anatomy at the lesion site was straight and the lesion type was restenotic. The lesion was located 10cm above superior edge of the patella. The total lesion was 240mm of which 150mm was occluded. No thrombus was present at the site before procedure. The lesion was not calcified or eccentric. The reference vessel diameter was 6.0mm. The lesion was 100% stenosed before the procedure and after stent placement and post dilation the lesion was 0% stenosed. During the same intervention, but after the index procedure, the femoral artery ipsilaterally was successful treated with a cordis opta pro balloon (5x80mm). Twenty-four hours prior to the procedure, the pt was given 75 mg/day of aspirin. Heparin was given at the beginning of the procedure for a total dose used during the procedure of 5000iu. The lesion was access percutaneous and puncture site was ipsilaterally. 100ml of ultravist 300 contrast agent was used.

Manufacturer narrative:
This is one of two products involved with the reported event, which is associated with mfg report numbers 9616099-2008-00953 and 9616099-2008-00954. This product is not available for analysis. Add'l info will be provided within 30 days of receipt.